Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the review of a merlin.net transmission revealed that the ventricular lead exhibited noise reversion episodes. A lead extraction was scheduled for a later date. No patient symptoms or additional information was reported.

Event description:
New information reported stated that on (B)(6) 2018 the lead was capped and replaced. No additional information was reported.